Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Additional observations: observed wear abrasion on the device. Yellow particles observed on the surface of the shell. Observed deformation on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported left side "severe problems" and "abnormalities" and rupture. Physician later confirmed left side "capsular contracture baker grade iii diagnosed by palpation and ultrasound" and confirmed no rupture of the left side. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture. Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture was reviewed on september 05, 2023. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations: ¿ rupture observed on the device. No further actions are required as no manufacturing issues are observed.

Event description:
Patient later confirmed rupture on an unknown side. Physician later confirmed left side "capsular contracture baker grade iii diagnosed by palpation and ultrasound" and confirmed no rupture of the left side. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "severe problems" and "abnormalities" and rupture. Device remains implanted.